Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The bilaterally implanted patient has been a great performer with both ears with stable impedances. Today he came in reporting that he is not doing as well. The impedances on the left side showed raised impedances. Testing results (consonant-nucleus-consonant) have dropped from 88% at last appt. To 48%. The patient will be seen on (B)(6) 2015.

Manufacturer narrative:
(B)(4). Additional information: based on the limited information received it seems, that the observed elevated impedances were likely due to a device unrelated medical issue. As per latest information received, the impedance values returned back to normal again. Should additional information be received, further investigation will be conducted.

Event description:
The bilaterally implanted patient has been a great performer with both ears with stable impedances. Today he came in reporting that he is not doing as well. The impedances on the left side showed raised impedances. Testing on (B)(6) 2015 showed a return of in situ measurements to a normal level although word recognition scores are still poor compared to normal.